Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no signal during inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection however the technical assistance support (tac) did not verify the reported failure "no signal to the endovault.". Based on the results of the investigation, the definitive root cause could not be established as the issue was not resolved. The customer contacted olympus technical assistance support (tac) via phone and informed the event. Technical assistance center (tac) provided remote troubleshooting and found communication to endovault is not working, checked multiple connections, no video is connected directly from the cv-190 to the endovault. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.